Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Parents reported a decline in the patient's hearing performance. Problems of external devices were excluded and history of head trauma was denied. The patient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Also, damage under silicone overmold at the feedthroughs, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Parents reported a decline in the patient's hearing performance. Problems of external devices were excluded and history of head trauma was denied. The patient has been re-implanted.